Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's front panel/keypad led pca was replaced to address the issues. The device had evidence of physical damage consistent with the device being dropped.